Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed and found to be caused by failure of the main board. It was observed all the leds (light-emitting diode) on the front panel would light up and it was not possible to use the subject device. In addition, service found the top cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after turning on the subject device, all of the front panel display indicators turned on, with ¿88¿ ¿88¿ ¿888¿ displayed and flashing, without allowing any action. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the display failure was, due to a faulty main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.